Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. As reported in the medwatch report, the customer identified this incident as a user error, not a device issue. The customer declined to answer further questions as to the nature of the user error.

Event description:
The medwatch form stated that upon completion of using the device, the surgeon was unable to open the jaws. Surgical excision of tissue was required to remove clamped tissue. There was no injury to the patient. The site stated that this was a user error, not the fault of the device.